Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had an unusual issue ¿ the meter displayed an er7 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2019 lfs. The patient manages her diabetes with oral medication, ¿metformin 1000mg twice daily¿, diet and/or exercise and reported that she consumed less food in response to the alleged product issue. The patient stated that around 10:00am, that same day she did developed symptoms of ¿frequent urination, vomiting, thirsty, chest pains and breathing problems. The patient detailed that on the day she was unable to contact her doctor, however mentioned that on the (B)(6) 2019, 11:00am she went to hospital received IV fluids and insulin from an hcp. The patient stated that she was back and forth to the hospital until (B)(6) 2019. At the time of trouble shooting, the cca confirmed that the alleged product issue remained unresolved. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.